Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Device passed a21 error test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test noted. Device received with cracked reservoir tube lip noted. (B)(4).